Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon deflation failure occurred. The target lesion was located in a coronary vessel. A synergy drug eluting stent was advanced to treat the lesion. However, after deploying the stent, the balloon would not deflate enough to be pulled out. The physician then removed the whole system simultaneously and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
It was further reported that the complaint device was a 4.0mm x8mm synergy¿ drug-eluting stent.

Manufacturer narrative:
Upn- search corrected from unk776 - synergy ii des - cmc - maple grove (intervent cardio) - 30000 to (B)(4) - synergy ous mr 4.00 x 8 - 39262-0840. Upn corrected from unk776 to (B)(4). (B)(4).

Event description:
It was further reported that the complaint device was a 4.0mm x8mm synergy drug-eluting stent.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: a synergy ii us,mr, 4.0 x 8mm stent delivery system (sds) was returned for analysis. The device was returned loaded inside 0.070'' guide catheter, severe kinks in the guide catheter were noted. The stent was not returned for analysis with the device as it was deployed during the procedure. A visual examination of the balloon showed that the balloon was visible at the distal end of the guide catheter. The distal balloon cone & balloon main body were reviewed and analysis suggests that the balloon had been subjected to positive pressure. The balloon wings were opened out from their folded positions and no crimp markings were evident on the balloon wall due to the balloon previously receiving positive pressure or manipulation. Negative pressure seems to have been applied as the balloon was flattened; however, the distal end of the balloon material appeared retracted/folded on itself. A review of the proximal bond was carried out and it determined that there was no issue with the bond and no evidence of necking in the area. The proximal bond was measured which is above the min od (outer diameter) specification. Using a hand held encore inflation device an attempt was made to inflate the balloon to rbp (rated burst pressure), however inflation failed due to the severe kink in the guide catheter and also the kinks noted in the exposed hypotube. In order to attempt inflation of the device the damaged hypotube section had to be removed. The device was cut through the guide catheter 44.5 cm from the tip of the device which was distal of the hypotube/guide catheter kinks. As it was not possible to remove the distal section of the device from the guide catheter the device was soaked in waterbath at 37°c for 24 hours. Following soaking approximately 3cm of the distal end of the guide catheter was trimmed to aid movement of the device. The distal end of the device was then removed distally from the guide catheter, some resistance was still felt during withdrawal from the guide catheter, this was due to solidified medium inside the guide catheter. The solidified medium (which measured 3.5cm from the end of the distal tip in length) was dissolved using warm water. An inflation aid was placed inside the (cut) hypotube which was then attached to the hand held inflation device. The inflation device was pressurized to rbp. The inflation device held pressure at 16 atm. The balloon visually appeared the same. The balloon did not inflate most likely due to the severely damaged condition of the returned device. As the device was removed from the guide catheter a severe kink in the inner/ outer extrusion was noted 7cm distal of the port weld. In addition the inner visually narrowed and the outer was rippled/spiraled which was confirmed through a tactile test. The core wire was severely twisted at this point also. The inner extrusion showed signs of narrowing/stretching at 2.5mm distal of the bi-component weld. The port weld appeared narrowed towards the distal end of the weld. This type of damage noted on the extrusion is likely to have been caused by excessive tensile force being applied to the delivery system. A visual and tactile examination found multiple severe hypotube kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that the complaint device was a 4.0mm x8mm synergy drug-eluting stent.